Event description:
It was reported that a pico device stopped working overnight. The patient did not report the issue to a healthcare professional for one day. The use of pico was discontinued at the patient request.

Manufacturer narrative:
.